Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through a review of the electronic records of the device. Stryker replaced the battery cable, battery pins and power supply as a precaution. Possible causes of the reported issue many an incorrect seating of the battery in well 1, battery age, and high current draw operations, however a definitive contributory cause could not be determined.

Event description:
The customer contacted stryker to report that their device was flashing "then goes dead" during a patient event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was flashing "then goes dead" during a patient event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.